Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. While oversewing the staple lines, the suturing device was difficult to toggle, load, and unload. The toggle levers got stuck and the jaws could not be close. To complete the procedure, another suturing device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.